Manufacturer narrative:
On (B)(6) 2017: it was reported that the customer continued to receive multiple occlusion alarms. The customer's bg level was 327mg/dl and a manual injection was administered to address the bg level. The customer alleged there was an underlying pump issue causing these alarms. During a follow-up, it was reported that the customer performed an infusion set and cartridge change resolving the occlusion alarm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. A cartridge and infusion set change were performed and the customer received an additional occlusion alarm. The customer's blood glucose (bg) level was 313mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. The customer successfully delivered a bolus after the system check and no additional occlusion alarms were received. During a follow up, the customer's bg level was 95mg/dl.